Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04603 addresses the other device. It was reported to boston scientific corporation that two captiflex standard oval snares were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the user was able to position the first snare loop around the target polyp, but the device failed to transmit current. The user removed the device and introduced a second captiflex standard oval snare but encountered the same problem; therefore, the procedure was completed with a different device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
(B)(4) snare failed to transmit current. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04603 addresses the other device. It was reported to boston scientific corporation that two captiflex standard oval snares were used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, the user was able to position the first snare loop around the target polyp, but the device failed to transmit current. The user removed the device and introduced a second captiflex standard oval snare but encountered the same problem; therefore, the procedure was completed with a different device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
Visual evaluation of the returned device found the loop to be bent. Electrical testing was performed and the resistance was found to be within specification. The condition of the returned device was not consistent with the complaint that the snare did not cauterize properly; the complaint was not confirmed. It is likely that procedural/anatomical factors limited the performance of the device during use; therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.